Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set snapped during infusion and resulted in a leak. The reporter stated that the leak was observed during patient transport. The set was swapped to resolve the issue. The reporter stated that dextrose or saline was being infused at the time of the reported issue. There was no patient injury or medical intervention associated with this event. No additional information is available.